Event description:
Sales rep reported revision surgery. Patient has been revised to address pain and elevated metal ion levels. This is the patient's second revision surgery. Please refer to com-xxxx (wpc (B)(4) for the acetabular cup and previous revision for this patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 10/31/2014 - litigation papers received. Litigation alleges pain, physical injury, bodily impairment, and elevated metal ion levels. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 11/25/2014.